Event description:
It was reported that during ventilation of a patient, the ventilator generated the regulation pressure limited alarm. The read value was 17 cmh2o but the set pip (peak inspiration pressure) upper alarm limit was 45 cmh2o. There were no inhaled or exhaled volumes being registered and no minute volume. The patient de-saturated. The patient was bagged and the ventilator was replaced. The desaturation level and patient outcome information from this event was not provided. (B)(4).

Manufacturer narrative:
The user facility performs service and repair by themselves. No repair was requested. No parts were returned for investigation. The investigation consists of an evaluation of the information from the hospital and the ventilators logs that were received. It was later reported that the patient expired nine days after the event (user facility medwatch ref (B)(4)). Further information regarding the surroundings of the patient death has been requested but limited response has been received by the user facility. The device log evaluation confirms several alarms have been generated as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to prvc mode and that alarms for high airway pressure, regulation pressure limited, high peep and expiratory minute volume low were generated to and from during the period when the user facility states that the event has occurred. Those alarms indicate that the ventilator was functioning and it attempted to deliver the set tidal volumes but it failed due to the imposed restriction of the set upper pressure limit. The difficulties may either be related to not optimal user settings of the device for the actual patient or an increased expiratory resistance. Successful pre-use check was performed after the event indicating no ventilator malfunction.

Event description:
(B)(4).